Event description:
Additional information received indicated patient underwent ipg replacement and therapy restored successfully.

Manufacturer narrative:
The reported observation of ¿generator unavailable¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency

Event description:
It was reported following the implant procedure, ipg was unable to populate in clinician programmer at the follow up appointment. Several trouble shooting steps were taken and yet unable to communicate. As such surgical intervention may be pending at a later date.